Event description:
Boston scientific crm received information that this device was generating beeping tones. Technical services contacted the patient and recommended that the physician should be notified of this observation. Boston scientific crm received information that this device had triggered elective replacement indicator (eri) and the beep-on-eri feature had been programmed off. Technical discussed the recommended timeline for device replacement. Subsequently, the device triggered end-of-life due to charge time and the patient was scheduled for device replacement. The device was electively explanted due to normal battery depletion and was returned for laboratory testing.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device passed longevity expectations, however, the eri to eol interval was less than 90 days. The device is currently undergoing laboratory testing.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.